Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to inspect and clean the pump components, successfully load the cartridge, and continue insulin therapy.